Event description:
It was reported that the patient experienced stimulation not covering the lower extremities and uncomfortable stimulation in the mid-spine. An x-ray on (B)(6) 2008 showed the leads had migrated. It was reported that the lead was replaced on (B)(6) 2008. The manufacturer's device tracking registry showed that both leads were inactivated, and two new leads and two new extensions were implanted. The patient outcome was reported as resolved without sequela as of (B)(6) 2008.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Lead: model 3778-45, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4).